Event description:
It was reported the patient had an angiogram which showed normal coronary arteries. A groin shot was performed prior to a 6f angio-seal being deployed in the right common femoral artery (rcfa). There were no complications with deployment and good hemostasis was achieved. The patient was discharged. Approximately 10 days later, the patient returned to the hospital with claudication symptoms and a pale right limb. The patient was referred to a vascular surgeon. A total occlusion of the common femoral artery was found, due to thrombus in the artery. The patient underwent surgery to repair the vessel. A patch graft was used. Reportedly the patient was recovering.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the vessel occlusion could not be conclusively determined. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.